Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1 continuous failure. A field service engineer (fse) had found in the hardware test application that the drawer opened, and all pockets opened except for row board a. The fse forced the release of the two pockets on row a and tried seating them on another row to check the pockets and displayed normally. The fse then retrieved the row board from the drawer and replaced it. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had recovered but failed again whenever something was pulled out. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.